Manufacturer narrative:
H10: one set model mp1000-c, one bd standalone needless connector and one bd smartsite trifuse set was returned for investigation. The sets were examined for defects and abnormalities. The trifuse spin collar was cracked. No other defects or abnormalities were observed. The customer complaint of a connection issue was verified. The most probable cause is that the alcohol swab caused the spin collar to become brittle and crack. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional information was provided.

Event description:
It was reported that the bd maxplus needleless connector had connection issues. The following information was provided by the initial reporter: product issue # mp-1000-c the PICC line was noted to be backing up with blood. Attempted to clean connection to connect flush to flush line, during scrub the hub the junction between the t-piece and the clave (blue needless port) disconnected. I was able to keep it sterile and cleaned ends and replaced t-piece and clave, flush line adequately and hook up triport and IV tubing to keep infusion going. When entered second time to respond to beeping IV pump (med infusion had ended) the PICC line was backed up again, further this time, past clave and into the triport. When connections were traced up the line to find the breakage, the medline had disconnected from the clave (blue needless port) that the med syringe was connected to. Med tubing was discontinued, and new triport and medline attached. Md notified and no further issues reported that shift.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.